Event description:
A malfunction alarm was reported, with malfunction code 3 indicating an issue with the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to switch to manual daily injections as backup therapy, and a replacement pump was arranged to be shipped. The customer was also guided on placing the faulty pump into storage mode before return and acknowledged understanding the return procedures.